Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg test system (hcg) on a cobas 8000 e 602 module. The initial hcg result was 1.29 ui/l. This result was reported outside of the laboratory. The patient was not treated based on this result. The sample was repeated with a result of > 10000 ui/l with a data flag. There was no allegation that an adverse event occurred. The hcg reagent lot number was 319814. The expiration date was not provided. No issues were identified in the alarm trace from the time of the event. The customer changed the sample probe a day before the field service engineer (fse) visit due to a clot. The fse cleaned and checked the sample probe; afterwards, the instrument was operating within specification. Calibration and qc were acceptable. Low results are often caused by foam or air bubbles on the sample surface. The investigation was unable to determine a definitive root cause. The customer has not complained of any further issues since the service visit.